Event description:
It was reported that the user experienced recurrent hypoglycemia, including nocturnal episodes between 2¿4 am, with a documented glucose of 65 mg/dl that was treated with oral juice per their correction protocol; the user noted glucose would rise to about 100 mg/dl, stabilize, and then drop again, and also reported a lower cgm target set by their physician. Symptoms included low blood glucose. Outcomes included the need for urgent low and low-glucose interventions and education, with oral carbohydrate administration. Investigation included troubleshooting and education by customer care and referral to the clinical support line. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.